Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported by the customer: "initially it worked, the patient though wasn't tolerating our vent settings so we moved him back to the hospital ventilator while increasing his sedation. Once he was settled more, we turned our ventilator back on and it came up and said "ventilator failure, power down and contact dräger". It gave a code with letters and numbers but we didn't write it down, sorry." No patient consequences reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The provided log file has been checked regarding the reported deviation. The logged dates and times do not correspond with the actual dates (date setting was between the year 2000 and 2001). Therefore it was not possible to determine which log entries correspond with the reported date of event. Thus, a general analysis of the available log entries has been performed by the manufacturer. It was reported that the device generated the message "ventilator failure, power down and contact drager" when the device was turned back on. However, a corresponding error entry could not be found in the logged data that would explain the reported error message. It could only be seen that the last error entry was "poti o2 unplugged in vent" which indicates a deviation with regards to the potentiometer to adjust the oxygen concentration during ventilation. However, this deviation does not lead to the reported error message and ventilation is continued with the latest settings. Based on the provided information no root cause for the reported problem could be identified.